Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was unable to make their healthcare professional (hcp) appointment because they were ill. On (B)(6)2017, it was reported that they started experiencing the illness about (B)(6)2017. The illness was they started having a problem with their device. The device wasn't working correctly so they stopped using it. Their hcp and a manufacturer representative (rep) tried to set the device, but it still wasn't holding. The patient was going to give it another try and noted that, if they were trying to make it themselves, they really didn't need the gadget. There were no further complications reported or anticipated.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to their device not working included that they couldn t set it right. The patient noted that the surgeon and a manufacturer representative (rep) worked on it but there was still not any difference and was in fact painful. The patient stated that their healthcare professional (hcp) tried to restart but there was no difference. No further complications were reported or were expected.